Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the cine function was not working properly resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.